Event description:
As reported: "orif was performed for a proximal femoral fracture, and a 12 × 300 mm intramedullary nail was inserted. Because the anterior bowing of the femur was more pronounced than the curvature of the nail, the physician noted on postoperative radiographs a slight bulging of the bone around the tip of the nail. At present, the patient has not exhibited any symptoms or apparent adverse health effects."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.